Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a request was made to have pacing/sensing sequences during implant of a de novo cardiac resynchronization therapy defibrillator (crt-d) reviewed by technical services (ts). Ts noted the patient has a high premature ventricular contraction (pvc) burden, and biventricular (biv) trigger was programmed on, resulting in biv pacing on pvcs. Due to close proximity to previous pace, some pvcs were labeled as lvp-inh/rvp events as lvp would fall into lvpp. No adverse patient effects were reported. This product remains in service.